Event description:
Philips received a complaint on the defibrillator indicating that therapy disabled. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
(B)(6). A follow up report will be submitted upon completion of the investigation.

Manufacturer narrative:
The field service engineer (fse) visited the customer site. It was determined that treatment implementation was failed, and the device gave an alarm to replace the therapy cable. Therefore, fse has ordered a new defibrillator handle. However, the issue was not resolved and device showed pads ECG error message. Later it was concluded that all the prompts that appeared on the screen were due to a defective therapy pca. To resolve the issue, fse replaced the therapy pca and the device was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available, the reported problem was determined to be due to the defect in the therapy pca. The root cause of which could not be determined. The reported problem was confirmed.